Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The iol product history records were reviewed and documentation indicates the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the surgeon thinks that the iol was scratched by the injector. The nurse is not sure if this was loaded incorrectly by the scrub tech or what. There was no patient contact. Additional information was provided indicating that the procedure was completed with another iol.